Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device produced an incomplete mesh during processing of a previously recovered donor skin. The harvested graft was not useable. No patient involvement. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the roller, gears, damaged comb, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the roller, roller gear, and comb were damaged. The calibration was out of specification and the test cut passed. The 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both produced passing test cuts. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 13, 2017 which included replacement of the roller, comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was unconfirmed since during the initial inspection it was noted that the calibration and test cut passed and that both the 1.5:1 and 2:1 ratio cutters produced passing test cuts. During the initial inspection it was noted that the calibration and test cut passed and that both the 1.5:1 and 2:1 ratio cutters produced passing test cuts. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was damaged.